Event description:
It was reported that the user experienced multiple low glucose events, including a value of 52 mg/dl, followed by rebound hyperglycemia after repeatedly overtreating lows with honey while using the ilet bionic pancreas. Symptoms included hypoglycemia and subsequent hyperglycemia. Outcomes included transient functional limitation due to glucose excursions. Investigation included complaint review, device-use history review, and troubleshooting with education on appropriate treatment of hypoglycemia. Investigation of this case revealed no device malfunction and suggested user technique contributed to the event, specifically overtreatment of lows leading to significant glucose variability. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors with cause of the adverse events otherwise unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.